Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2011 to exchange the condyles due to the screws backing out. During the revision procedure, the surgeon noted that the ulna bearing was loose and worn; however, another ulna bearing was not available for implantation. The condyle kit was removed and replaced. The surgeon planned a surgery for (B)(6) 2011 to remove and replace the ulna bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "axle or bearing components may disassociate causing the elbow to disarticulate." Date explanted - the humeral component was not removed during the revision on (B)(6) 2011. The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 3 mdrs filed for the same patient / event(s) (reference 1825034-2011-00917 / 00919). (B)(4).

Manufacturer narrative:
This follow-up report is being forwarded to communicate that the user facility filed a medwatch report with access number (B)(4) in regards to the same event.